Event description:
A report was received that a patient underwent a pocket revision procedure due to pocket site discomfort. During the procedure, the physician noted that the patient had an infection at the pocket site as the area was filled with pus. The physician explanted the precision system and prescribed the patient antibiotics. The physician does not know if the infection was device or procedure related.

Event description:
A report was received that a patient underwent a pocket revision procedure due to pocket site discomfort. During the procedure, the physician noted that the patient had an infection at the pocket site as the area was filled with pus. The physician explanted the precision system and prescribed the patient antibiotics. The physician does not know if the infection was device or procedure related.

Manufacturer narrative:
A returned product analysis indicated that that the ipg exhibited normal device characteristics and that the leads were intact. The root cause of the reported pocket pain is unknown. A review of the sterilization records of the explanted devices found them to be satisfactory.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-2218-50, (B)(4). Description: linear st lead with preloaded enhanced stylet - 50 cm.